Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is considered within specification as the reported failure could not be reproduced. The product was used for treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used iap kit connected to a meter bag. Visual inspection of the sample noted no obvious visible defects. When the tubing was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), it leaked at the sample port at the connection between the interface of the sample port of the drain bag and the valve port of the iap. No leakage was noted between the tubing and the valve port of the iap was noted. No root cause could be found because the reported event was unconfirmed. A DHR review was not required as the investigation was unconfirmed. As the reported event is unconfirmed a risk review or labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that when attempted to place a urinary catheter with intraabdominal pressure monitoring device, the connection where the 2 devices connect, kept coming apart. The user put a microclave on the end of the connection, since the patient did need the monitoring. Reported catalog numbers were nger3336, nger3337, nger0722. Per follow up via email on 23feb2021, the only problem reported was the connection between the urine meter tubing and the intra-abdominal tubing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when attempted to place a urinary catheter with intraabdominal pressure monitoring device, the connection where the 2 devices connect, kept coming apart. The user put a microclave on the end of the connection, since the patient did need the monitoring.